Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the doctor involved. However, nidek considers it a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek hired third party (B)(4) to perform the correction as per recall (z-1245-2016). At this time, device evaluation anticipated but has not begun. Therefore, a follow-up will be submitted once the evaluation is completed.

Event description:
On may 22, 2017, during a recall process, nidek inc. Recall coordinator received information from a doctor that the near point rod of rt-5100 serial #(B)(4) had hit him in the head on multiple occasions. The doctor did not seek medical attention because of no bruising, no open wounds or no bumps, and he was not interested in pursuing a claim or anything of that nature.